Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the reported issue. Legal manufacturer: hcs (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the reported issue. Legal manufacturer: hcs (B)(4).